Event description:
It was reported that the insulin pump alarmed an error while the diabetes educator attempted to download the customer's information. The blood glucose reading was unavailable. The reporter stated that the customer's meter was also not communicating with the insulin pump. Advised that the alarm was to indicate that the device was unable to receive any transmissions wirelessly or communicate either. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed due to faulty component on the radio frequency board. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.